Event description:
It was reported that the set screw could not be tightened, so it was removed and another screw was used to finish the surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Functional evaluation of the set screw with sample m8 mas head confirmed functional issue. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent around the first thread, preventing further engagement. After visual, optical and functional evaluation, the above observations are consistent with intraoperative misalignment of the mas head and boss.